Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel, 430cc silicone prosthesis experienced unknown sided implant foreign matter preimplantation. Upon opening the implant dr. Noticed the black particle on the implant so didn't feel comfortable implanting it. There was no patient impacted, and it was not implanted. No adverse event, no patient involvement reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 02, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that a black spot, measuring approximately 0.008 cm² (0.80 mm²) was found on the surface of the anterior view of the smooth uhp 430cc breast implant. Additionally, the product was received within its sealed thermoform. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is primarily composed of polydimethylsiloxane base material, however, the exact composition cannot be determined due to the true nature of the particles are masked by silicone implant material. The source of origin remains unknown. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the device's sterility assurance records. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. According to the manufacturing investigation, in conclusion with consideration of process controls, the evaluation performed by the complaint handling team, and data records reviewed on the complaint device, the foreign matter reported in this product complaint has been confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).